Manufacturer narrative:
The device was returned zoll medical (B)(6) for evaluation. The customer's report was duplicated, and the thin film transistor lcd display was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.